Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 02/2020. Device manufacture date: 02/2015. A returned sample was not available for evaluation. A review of the batch records was performed. The batch record found there were no dimensional or visual failures with the connectors utilized in this lot. Further, the machine end of the connector was noted to be within specification when measured during incoming inspection of the raw materials. No non-conformities or abnormalities were noted within the batch record. All specifications were met and documented appropriately. A root cause could not be identified. Without a returned sample, no conclusion could be drawn. The complaint will be closed. Reported to the FDA on december 09, 2015. (B)(4).

Event description:
It was reported "the end of the [endotracheal tube] connector that connected to the filter seemed to have a rough surface." Further, it was reported it was difficult to disconnect. No patient complications were reported as a result of this event.